Event description:
The svc report shows that the customer reported that the alarm on a 7200 volume ventilator alarmed but a staff member did not respond and stated that she felt the alarm did not sound like an emergency (x2). The nellcor puritan-bennett customer support engineer (npb cse) verified that the alarms all functioned, as designed. The npb cse inspected the device and replaced the alarm at the customer's request. The unit passed extended self testing. There was education and reinforement of correct use of the device and it's alarms performed by the customer contact at the facility. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.